Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the sticker label of the finished good involved with this complaint. The catheter sample was not returned for analysis. Therefore , a probable cause of the extension line separation cannot be determined from the supplied photo and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related issue. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line separation could not be confirmed through examination of the customer supplied photo. The photo shows the label sticker for the finished kit; however, the defective catheter is not pictured. A device history record review was performed, and no relevant findings were identified. Based on the supplied photo and the customer report, a probable cause cannot be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the patient was having the cvc dressing changed, during removal of dressing cvc got caught in the dressing and when dressing removed, cvc lumen was noted to be in two pieces. Cvc removed and piv was used instead of inserting a new cvc.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the patient was having the cvc dressing changed, during removal of dressing cvc got caught in the dressing and when dressing removed, cvc lumen was noted to be in two pieces. Cvc removed and piv was used instead of inserting a new cvc.